Event description:
It was reported by call report, that after changing the helium tank, the clinician noticed the gauge on the bottom right of the screen start to decline. As a result, the helium tank was changed again and the same decline of helium occurred. The clinician was asked to go to the "home menu" and press the "show status" button to see the exact amount of helium in the tank. The monitor showed 325 psi after a new tank was in place after 5 to 10 mins. The console was exchanged off the pt. The pump was sent to biomed to check the o-ring. The regulator was found to be faulty and was replaced.

Manufacturer narrative:
After eval, it was determined that the event was MDR reportable. Per the field service report, a faulty helium regulator was found. Due to the fact that a part was not returned for eval, the root cause could not be confirmed & no specific conclusion drawn. Management will continue monitoring reports for any trends which may appear.